Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has lost a significant amount of weight as a result the ipg has migrated and is causing pain. The patient is pending a consult with the physician.

Event description:
Follow up revealed the surgeon reported the pain is new pain that is unrelated to the scs system. The physician is planning to address the new pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's surgeon examined the patient and found the ipg is very close to the skin, possibly due the patient's weight loss. The surgeon noted the ipg has not moved from the time of implant. However, the surgeon reports the ipg is very close to the skin, possibly due to the patient's weight loss. The surgeon does not want to move the pocket site if the ipg is functional. The surgeon requested an sjm re-evaluation since the patient was unable to explain anything about her system or her pain. Rep also reports the surgeon ordered a CT scan. The sjm representative met with the patient on (B)(6) 2015 and the ipg was in "stimulation off" status. The patient is going to attempt to charge and log what happens and if she feels stimulation. The patient will meet with the sjm representative in (B)(6).